Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed that inappropriate anti-tachycardia pacing was delivered by the implantable cardioverter defibrillator for supraventricular tachycardia. No interventions were reported. The patient was asymptomatic.